Event description:
A pump malfunction was reported by the caller, and it was specified that no significant events occurred before the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The caller was provided with instructions to reset the pump and was advised to contact support again if the reset was not successful. The caller was planning to reset the pump once they had access to a charging cable, and no further assistance was needed at that time.